Event description:
It was reported that during a knee arthroscopy (medial meniscus repair), when deploying the implants, t2 would not deploy because it got stuck in the clear plastic sheath that sits inside the white depth limiter sheath. T1 deployed with no problem, but t2 would not. Mid repair it was necessary to advise the surgeon to insert an 18 gauge spinal needle into the joint via transpatellar approach and use that to push t2 towards the tip of the fast fix curved needle, away from that clear sheath it was getting caught up on. This proved to be successful and the surgeon was able to successfully implant the device. The procedure was completed with a non-significant delay and no other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image showed the chart stik labels confirming the reported product information and two arthroscopic images of the needle, suture, and white tube. It could not be confirmed from the images if t2 was stuck in the clear tube as reported. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.